Event description:
It was reported that during a procedure using an ambient super multivac 50 ifs wand, the wand stopped functioning and it became unable to ablate or coagulate tissue. When it was activated with ablate mode after the issue occurred, it threw a red spark. The procedure was completed using a back up device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complaint has been verified and the root cause was most likely associated with the device coming into contact with a metal object such as a cannula. The damage the tip sustained will cause the device to cease to function. It is also possible that mechanical displacement of tissue through applied force or using the device as a lever to enlarge a surgical site or gain access to tissue can also cause this type of failure. The instruction for use outlines warnings and precautionary measures to adhere to during activation of the device. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.